Event description:
A barostim system was implanted on (B)(6) 2024 and the patient was discharged with no complications. Around (B)(6) 2024, the patient experienced drooping on the left side of their face. On (B)(6) 2024, the patient was seen by a physician, and it was noted that there were no signs of an infection at the incision sites. The patient was sent to the ER to rule out a stroke. A CT scan result was negative for a stroke but revealed a superficial solid mass near the left carotid. A referral was given to the patient to see an ear nose and throat specialist regarding the CT scan findings. On (B)(6) 2024, a left side carotid ultrasound was completed with no abnormal findings. It was noted that the patient did have a droop on the left side of their face. The patient was able to smile, eat and drink with no numbness or tingling observed. The patient also reported their tongue pulling slightly to their left but there wasn't any noticeable slurred speech. The patient was seen for a regular follow-up on (B)(6) 2024 and reported that the symptoms they experienced was resolving. The facial droop was still present but the tongue pulling was resolved and the patient was experiencing more movements in their face.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).